Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient¿s implant changed and was not working right. They stated it was vibrating in their stomach and they couldn¿t keep food down and it ruined their appetite, so they stopped using it. The patient noted being in a lot of pain as well. The patient stated they would like to get it so it targeted their lower back again. They stated that they informed the manufacturer representative (rep) about the issue in the past. They also mentioned that they had lost their patient programmer and stated that the rep said it could be replaced. The patient stated they met with the doctor who said to contact the manufacturer. The patient was redirected to follow-up with their healthcare provider (hcp) regarding their symptoms. It was reported that the event date was asked but was unknown but stated approximately three to four months ago. No further complications were reported/anticipated.